Manufacturer narrative:
Initial reporter phone: (B)(4). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30850732l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 74-year-old female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure of mitral afl, the physician noticed a decrease in blood pressure. Pericardial effusion was confirmed with viewflex catheter. Pericardial drainage was performed. Additional information was received on (B)(6) 2022. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that the causality between the biosense webster inc. Product and the adverse event was unknown. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The event occurred during the ablation phase. No error message observed during the procedure. Force visualization features used were real time graph, dashboard, vector and visitag. Color options used prospectively was tag index. Additional information was received on (B)(6) 2022. Extended hospitalization was required. The patient was stable with no life-threatening conditions. However, the patient could only give vague answers to questions from the physician. The physician could not feel the patient's grip even when he told the patient to hold his hand. It seems that the patient¿s consciousness is not clear. It is unknown how long the aftereffects will be, so the progress of the patient is followed up. The physician considered the seriousness of the adverse event as "serious". He commented that he experienced a major complication for the first time in 15 years. No relationship with the product. Arrhythmia was af (atrial fibrillation). Target site was the mitral flutter. Additional information was received on 02-dec-22: the physician¿s opinion on the cause of this adverse event was that it was due to the procedure. The physician commented that the cause was forced ablation of the coronary sinus. The causality between the bwi product and the adverse event was unknown. The patient outcome of the adverse event was improved. The patient's condition was stable, but the patient was not fully conscious. The patient required extended hospitalization because she was not fully conscious. Transseptal puncture was performed with rf needle. An irrigated catheter was used in the event, the flow setting was pre rf time: 2sec, post rf time: 5sec, and during ablation up to 30w: 8ml/min, over 31w: 15ml/min. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error message observed during the procedure. Real time graph; dashboard; vector; and visitag force visualization features were used. The visitag module was used, parameters for stability used were range:3mm, time:3sec, fot:3g 25%, tag size:2mm. No additional filter was used with the visitag. Tag index color option was used prospectively. Follow up has been requested to clarify report that ¿the physician commented that the cause was forced ablation of the coronary sinus¿ and that the patient is not fully conscious.

Manufacturer narrative:
Additional information was received on 11-dec-2022 clarifying the following reported information in the 3500a initial: originally stated, ¿the physician commented that the cause was forced ablation of the coronary sinus.¿ they meant that the physician too ablated near the coronary sinus. Originally stated, ¿the patient is not fully conscious¿. They clarified that no other complication occurred. They meant that the patient was still not fully conscious due to sequelae of decreased blood pressure from the cardiac tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).